Event description:
Leica biosystems technical support documented the following complaint information, "per customer the 4 hour run ran to completion on retort a with no error codes however the processed gi biopsies were soft and mushy and the prostrate biopsies were dry. The cycle on retort b ran to completion with larger tissues without any processing impact. Customer loaded another 4 hour run on retort a mainly biopsies, the status of the tissues not currently known. Customer proceeded to change all the alcohols and formalin and will not use the unit." On (B)(6) 2021, the leica biosystems applications specialist investigating this event with the complainant documented the following: "the patient outcome is unknown yet, some of the samples are undiagnosable." On 13 january 2022, the leica biosystems applications specialist documented that, "only one patient might need rebiopsy depending on the treatment plan." Patient identifier information was provided for this patient.